Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that during unpacking for a percutaneous transluminal coronary angioplasty treatment procedure, stent damage was noted. The target lesion was located in an unspecified vessel. A 2.25x20mm promus element plus stent was selected to treat the lesion. Upon unpacking, it was noted that the stent struts of the complaint device came to be flared or broken. The procedure was then completed with another of the same device. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by manufacturer: a visual and microscopic examination found that the stent was slightly kinked between the 9th and 10th distal strut row. Struts on these rows were misaligned. The hypotube was kinked at various locations along its length. No issues were noted with the tip and balloon of the device that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that during unpacking for a percutaneous transluminal coronary angioplasty treatment procedure, stent damage was noted. The target lesion was located in an unspecified vessel. A 2.25x20mm promus element¿ plus stent was selected to treat the lesion. Upon unpacking, it was noted that the stent struts of the complaint device came to be flared or broken. The procedure was then completed with another of the same device. No patient complications were reported and the patient's status was fine.